Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips by the customer (biomed) that the touchscreen was not passing when performing calibration. The device was not in use at the time of the event. This issue occurred while calibrating the touchscreen. The device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The rse advised the biomed to order and replace the touchscreen assembly to resolve the issue. The customer ordered a replacement touchscreen.

Manufacturer narrative:
G4:30nov2020. B4:03dec2020. The customer replaced the touchscreen which resolved the issue. The device passed testing and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.